Event description:
Same pt as MFR #6000089-2006-00989, -00991. One day post index procedure, the pt expired. The index procedure treated three target lesions. Target lesion 1 was a de novo, 70% stenosed region of the mid lad. The vessel diameter was 2.75mm, and 18 mm long. The physician pre-dilated the lesion prior to placing a 2.75x20mm taxus liberte stent. Residural stenosis was 0% post deployment. Target lesion 2 was a de novo, 100% stenosed region of the distal lad. The lesion was 2.25 mm wide, and 10 mm long. The physician pre-dilated the lesion prior to placing a 2.25x12 mm taxus liberte stent. Residual stenosis was 0% post deployment. Target lesion 3 was a de novo, 70% stenosed region of the first obtuse marginal. The lesion was 2.5 mm wide, and 10 mm long. The physician direct stented the lesion with a 2.5x12mm taxus liberte stent. Residural stenosis was 0% post deployment. The site reported that the pt expired due to cardiogenic shock one day post index procedure. In the opinion of the physician, the death is not related to the stent. No further info is available at this time. This product is only ous approved, but is similar to a marketed us device.